Event description:
Unomedical reference number (B)(4). Event occurred in the germany. It was reported that the plasters on the last 4 infusion sets fell off after 1 day. The customer changes the placement sites regularly. No further information available.

Manufacturer narrative:
Device 4 of 4.